Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a week of use due to high capture thresholds. No issues with sensing or impedance. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported.